Event description:
It was reported that a xience prime 2.25 x 18 mm stent delivery system (sds) could not cross the moderately tortuous and calcified target lesion in the distal left circumflex coronary artery (cx). A non-abbott stent was successfully implanted to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure. No additional information was provided. Subsequent device analysis indicates the balloon was returned tightly folded but the stent implant was not returned. The account states there was no dislodgement of the stent before, during or after removal of the sds from the anatomy. The stent must have dislodged during packaging or preparation for shipment.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. An analysis of the returned device noted blood and contrast in the guide wire exit notch, and blood on the balloon, which is consistent with guide wire insertion and use. The tip length met manufacturing criteria. The stent implant was dislodged from the balloon and was not returned. However, there were crimp marks visible between the markers of the tightly folded balloon, indicating that the stent implant was originally positioned correctly and securely at the time of manufacturing. There were multiple bends throughout the shaft. There was no report of any damages noted to the stent delivery system or stent implant during inspection prior to use, which suggest that a product deficiency did not contribute to the reported complaint. The lesion was described as moderately calcified and moderately tortuous, which likely contributed to the failure to advance/cross the lesion. Follow-up information from the account regarding the unreported stent dislodgement revealed that there was no dislodgement before, during, or after removal from the anatomy. It is likely that the stent implant dislodged during post-procedure handling for return shipment. The shaft damages likely occurred as a result of inadvertent mishandling during the procedure and/or as a result of handling for return shipment. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for stent dislodgement. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.